Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when the customer sees drops and they releases act button and it says no delivery and also state that act button was hard to press. The customer¿s blood glucose was 312 mg/dl at the time of incident and current blood glucose is 299 mg/dl and customer's other blood glucose is 315 mg/dl. The customer report that the insulin pump had no delivery alarm and customer states insulin exited the tubing. Customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.